Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 7 years and 4 months due to mitral regurgitation. The healthcare provider has indicated that there was no malfunction of the explanted device. Per the op report, the patient underwent minimally invasive left thoracotomy and redo mitral valve replacement with a 25 mm edwards valve, direct cannulation on descending thoracic aorta, cannulation of left common femoral vein modifier 22. Unfortunately, no findings on the explanted valve were reported. There were no apparent intraoperative complications. The patient's condition was stable. No other details provided.

Manufacturer narrative:
Device not returned. The explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be conclusively determined. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Unfortunately, no further actions are possible with the available information.